Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 243 mg/dl. The customer took a bolus via the pump. The customer declined to perform troubleshooting with tandem technical support and stated that they were confident that bg level would go down due to the bolus administered. By the end of the call the customer's bg level was 222 mg/dl.